Event description:
Customer reported a "file system corruption detected" error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint.